Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted.

Event description:
Bausch + lomb received a telephone communication from a consumer who underwent implantation of the crystalens intraocular lens bilaterally. This report refers to the right eye. Approximately three months postoperatively, the patient started experiencing blurry vision and seeing floaters. The patient has decided to postpone ordering prescription glasses and wait for the outcome of the yag treatment on the left eye. According to the provided information, current visual acuity is 20/50 (unknown if best corrected). Reference MDR: 2031924-2011-00012.